Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B)(6) 2010 to classify this case. The patient alleged that the product issue began in (B)(6) 2010 (date and time unspecified). It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The patient stated that she tests her blood glucose between 2-4 times a day and that she manages her diabetes with oral medication. Despite the alleged issue, the patient confirmed that the continued with her usual diabetes regiment. A couple of days after the alleged issue began, the patient claimed that she became "dizzy, light-headed, and had cold/hot sweats." The patient denied using any other meter to test her blood glucose. The patient stated that she did not receive any acute medical treatment since the alleged issue began. During the troubleshooting session, the alleged issue could not be resolved because the patient claimed disposed the subject meter when it stopped working. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.